Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that a patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2009 due to an unspecified metal complication. The head and cup were removed and replaced with a head, cup and polyethylene liner. No further information has been provided.